Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a 22mm amplatzer amulet left atrial appendage occluder was selected for implant on (B)(6) 2024 using a 12f amplatzer torqvue 45x45 delivery sheath. The landing zone was measured as 17mm in the short axis and 22mm on the long axis. The patient's left atrial pressure was 20mmhg. Echocardiogram and scopia imaging were used during the procedure. During implant it was determined that the device was too small. The device was removed from the patient and replaced with a new 25mm amplatzer amulet left atrial appendage occluder. The same delivery sheath was used. During implant the device was re-captured once to be positioned more axial. The compression was determined to be acceptable. The compression was measured as 22.3mm. A tug test was performed for 1 minute and close criteria were met. The device was released from the delivery cable. After 1 minute the device embolized to the left atrium. The device was noted to be stable on the atrium wall. The device was surgically explanted. The user believed the landing zone was acute and shallow and was not suitable for either the 22mm occluder nor the 25mm occluder. The 22mm was too small and the 25mm may have been too large. The patient remained hemodynamically stable throughout the procedure. There were no adverse effects to the patient. The patient status was stable.

Manufacturer narrative:
It was reported that a 25 mm amulet device was implanted in the patient and the device embolized to left atrium after deployment. The embolized device was reported to be stable on the atrium wall. Reportedly, during implant the device was re-captured once to be positioned more axial and the compression was determined to be acceptable; a tug test was performed and close criteria were met. Information from field indicated that the same delivery sheath was used with 25 mm amulet device that was used with 22 mm amulet device during implant. Please note that per the instructions for use, , "if the device is retracted while it is in the sheath, the device and the sheath must both be removed and replaced. Failure to replace both the device and the sheath may result in sheath and/or device malfunction." The investigation confirmed the 25 mm amulet device met dimensional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. Based on the cine review, the imaging for sizing of the left atrial appendage was not provided, therefore unable to make an informed analysis of the correct sizing of the device. Echo showed embolized occluder into the left atrium. Based on the information available, it is difficult to determine with certainty the exact cause of the reported embolization; however information from field indicated that the user believed the landing zone was acute and shallow and was not suitable for either the 22 mm occluder nor the 25 mm occluder. The 22 mm was too small and the 25 mm may have been too large which may have contributed to device embolization. The reported surgical intervention was a result of case-specific circumstance as the embolized device was surgically removed. There were no complaints associated with any other devices from the lot. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. H6 medical device problem code: 2017 added.